Event description:
In 2004, a gore tag thoracic endoprosthesis was implanted in the descending thoracic aorta. The proximal end of the graft collapsed. The physician plans to repair the collapsed graft with another endovascular device.

Manufacturer narrative:
The device remains functioning in the patient. This MDR is filed as a "malfunction". No serious injury or death to the patient is involved in this event. The device has not failed to meet its performance specification or otherwise failed to perform as intended. To the extent, this event involves use of the device outside of its specifications, indications, or intended use as described in the instructions for use and device labeling, whether in terms of either or both device sizing or aneurysm type/morphology, the event does not meet the definition of "malfunction". Regardless whether the recurrence of this event would be likely to cause or contribute to a death or serious injury if the event to recur. The event does not constitute a malfunction, as defined. Gore is now reporting events of this sort as an MDR device malfunction in order to provide the broadest understanding of tag device clinical use.